Manufacturer narrative:
(B)(6). Received 1 unused unit and an opened package from the lot number 6333513. A visual/microscopic evaluation was performed on the unit; non-foreign particulate was observed attached to the shaft of the needle. The non-foreign particulate was identified as dirty lubrication from the manufacturing process. Based on the evaluation the root cause was lubrication that had built up on the grippers that transferred to the needle. Bd was unable to confirm the customer¿s reported defect of rust/corrosion; as the defect was not observed with the returned unit.

Event description:
It was reported that bd vacutainer® winged safety pbbcs had a rusted needle that was discovered before usage. No injury or medical intervention reported.

Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.